Event description:
Patient presented to establish hospice and was admitted to inpatient hospice. Patient was started on comfort care medications and passed at 0303 with family at side. Providers have expressed concerns over the last few months regarding patient's driveline infection and need for admission for IV antibiotics. Patient refused admission on multiple occasions over the last couple of months, stating that he understood the risks but would prefer to continue care on an outpatient basis to spend as much meaningful time with his family as possible. Upon arrival to emergency department, family was counseled about what to expect at end of life, role of medications and risk for limited prognosis. Spiritual needs addressed. Patient ultimately passed on inpatient hospice surrounded by family at bedside.